Manufacturer narrative:
There was no contact information provided in the report that medline received from amazon to follow up with the customer therefore no additional information is available to be obtained. Per the report the rollator, with the brakes locked, slid out from under her in the bathroom, causing customer to fall, this has led to an adverse event since the customer passed away from the fall a week later'. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The rollator, with the brakes locked, slid out from under her in the bathroom, causing customer to fall.